Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the surveys for wound closure, two patients had minimal acute inflammatory reaction due to the device. The localized inflammation was resolved after five days.